Event description:
Healthcare professional reported a left side intracapsular rupture. The device has been explanted with capsulectomy, discarded, and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: device photo analysis

Event description:
Healthcare professional reported a left side intracapsular rupture. The device has been explanted with capsulectomy, discarded, and replaced.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.